Event description:
It was reported that the patient had been unable to charge for 3 days. The night prior to the report, they started seeing the charge ins screen and they no longer felt stimulation. The patient had been having trouble charging on and off since implant. The patient met with a company representative in (B)(6) 2014 and was able to charge at that time. The antenna locate feature was attempted, but it would not come up. It was further reported that a company representative met with patient 4 days later and reeducated them on recharging. It was stated the patient should be ¿good to go.¿ additional information received reported that there was a problem with the patient getting inconsistent coupling and the patient would like to get the implantable neurostimulator recharger (insr) replaced. Additional information received reported that the insr was damaged. Additional information received reported that the patient usually got 2 bars coupling and never more than 6. It was stated that the patient may start with 6, but then once the screen updated it would go down to 2. It was noted that the implantable neurostimulator (ins) was located in a ¿difficult position lateral to paraspinal muscle¿ and it was hard for the patient to get comfortable with the recharge antenna there. It was noted that it was a large source of frustration for the patient and has been occurring since implant. It was reported that they were planning to move the ins pocket to the abdominal area within the next 2 weeks due to difficulty charging. A calculation for the prime ins was performed: 2 program: 0-1-2+ 5.0 400us 40 hz; 0+1+8-9-10+11+, 6.1, 400 569 ohms and 270 ohms 18 hrs use/day = 10 months longevity. It was stated that the patient was able to charge the ins up and was charging every 3 days. It was reported that today the ins didn¿t have any energy and the caller told the patient to keep charging before the revision occurred. Additional information received reported that no item was returned, c500.

Event description:
Additional information received reported that a patient had a procedure done this week to move the battery to the abdomen. It was reported that the patient had the procedure done because the placement of the battery in his back was a bad position for him and the patient was having issues with coupling boxes. It was reported that the initial battery placement lent to difficult recharging. It was noted that the patient had the procedure done at the beginning of the week, impedance testing was performed, and follow up with him would be next week at a post-op visit as we always do. It was noted that the manufacturer¿s representative did not know whether the pocket revision had been previously documented. It was further reported that the pocket was moved to the abdomen 8/25/2015. It was stated that the patient was receiving effective therapy and could recharge normally.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. (B)(4).